Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that patient presented to the hospital experiencing diaphragmatic stimulation. Upon interrogation, a loss of capture and sensing was observed on the atrial lead. A chest x-ray showed that the lead had dislodged and pulled back into the pocket completely. Twiddlers syndrome was suspected. The lead was explanted and replaced on (B)(6) 2015.